Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that the cause of the event was due to pump over delivering. It was verified that the programming and histories were accurate. Troubleshooting was done and it was indicated that the pump is operating as designed and does not need to be replaced. The customer was instructed to contact md to discuss possible causes of lbgs.